Event description:
The nevro tech had his lap top remotely connected to his laptop when three jolts of electricity go through my body. My arms and legs "profanity" straight out and I yelled "oh dear god". He claims he did nothing to cause it. Later a jolt went through my left elbow during the same session. It was terrifying. Nothing of a similar nature has happened using the device hardware. FDA safety report ID# (B)(4).